Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2020, 2191 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer, on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal"). In a 33 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2020, (B)(6) days after essure insertion. She underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via hysterectomy,uterus). At the time of the report, the outcome of the event was unknown. The reporter considered, medical device removal to be related to essure administration. Quality safety evaluation of ptc: for essure, no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-jun-2023, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of overweight, dysmenorrhea, perineal pain, menorrhagia, heavy periods, headache, eczema, parity 2 and gravida ii. As concurrent condition the report mentioned pelvic pain female. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2020, 2396 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: uterus (109.1 gram) with cervix, and partial left fallopian tube, robotic-assisted laparoscopic. Hysterectomy and partial left salpingectomy: cervix - ectocervical squamous epithelium with no significant pathologic abnormality. Transformation zone is identified. No evidence of dysplasia or malignancy is identified. Endometrium: mixed pattern endometrium. No atypical hyperplasia or malignancy is identified. Myometrium: no significant pathologic abnormality uterine serosa: no significant pathologic abnormality. Left fallopian tube: no significant pathologic abnormality. Clinical impression: excessive and frequent menstruation with regular cycle. Procedure: robotic-assisted laparoscopic hysterectomy, source: uterus, tube and/or ovary non-neoplastic - with cervix and partial left fallopian tube. Gross description: essure coils are identified at the bilateral attachment site of the fallopian tubes. [Ultrasound scan] on (B)(6) 2020: findings: the uterus measures 8.8 cm in length by §.7 om in transverse dimension by 4.3 cm in ap diameter. There are echogenic linear reflectors seen in the interstitial regions bilaterally consistent with ensure clips. Impression: 4,5 cm simple appearing cyst in the left ovary. Thick-walled 1 cm cyst in the right ovary most likely a functional cyst. There are echogenic linear reflectors seen in the interstitial regions bilaterally consistent with ensure clips. No myometrial masses. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: medical record received. Lab data, (surgical pathology report), medical history, concomitant condition and reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.